Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and one curved opening. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.